Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, eccentric, de novo, 12mm in length, target lesion contained a "significant bend" and was in the proximal diagonal artery. The lesion was predilated with an unk type 2.5x20mm balloon catheter. A 3.0x16mm taxus express2 drug eluting stent was advanced over an unspecified type of floppy guide wire but would not cross the lesion. When the stent catheter was pulled out it was noticed that the "mesh got loose". The procedure was completed with the implant of an unk type 3.0x16mm stent. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.